Event description:
In 2001 left breast much softer and smaller, did not feel a pop, no recent trauma. Both breasts are soft but left breast extremely soft. Explanted 11 days later. 2 months post op left breast is still much softer than right.